Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head display black image during therapeutic procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Event description:
Additional information was received noting that the intended procedure was laparoscopic surgery. According to the initial reporter, if there was a delay, it was only approximately 15 to 20 minutes for them to change equipment. The procedure was completed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e322 error scope communication occurs when an attempt is made to show device data of the camera head when the camera head is not connected. It is likely that a e322 error has occurred due to a failure in the cable unit and the camera head is not recognized. The cause of the faulty cable could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm.¿ ¿never excessively pull the camera cable but straighten it gradually when it is coiled.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope.¿ ¿never use a clamp or forceps to attach the camera cable to another object.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the display black image could not be determined. Olympus will continue to monitor field performance for this device.